Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that medication leaked past the stopper. To support the investigation, two samples with an opened packaging blister and one photograph was provided for review by the quality team. Visual inspection of all samples identified no defects or imperfections. Each sample was filled with saline; no leakage past the stopper was observed. Leak testing was conducted in accordance with the approved procedure, and all samples met acceptance criteria. The photograph shows a syringe outside its blister packaging with solution present up to the 50ml graduation and two droplets of solution beyond the stopper. No additional information could be obtained from the photograph. A device history record (DHR) review was completed for material number 309653, lot 5149086. The review identified no quality issues during manufacture of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation, including the photographic assessment, the reported symptom is confirmed. However, could not be reproduced in the returned samples.

Manufacturer narrative:
(B)(4). Follow up. It was reported that medication leaked past the stopper. Because no physical sample was returned, a thorough evaluation could not be performed. To support the investigation, one photograph was provided for review by the quality team. The photograph shows a syringe outside its blister packaging with solution present up to the 50ml graduation and two droplets of solution beyond the stopper. No additional information could be obtained from the photograph. A device history record (DHR) review was completed for material number 309653, lot 5149086. The review identified no quality issues during manufacture of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation, including the photographic assessment, the reported symptom is confirmed. However, without a returned physical sample, a probable root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had leakage past the stopper. The following information was provided by the initial reporter: syringe 50ml ll tip 1ml-stopper defective / damaged,plunger rod broken / damaged, leakage past stopper. Leakage of medication below the stopper. It was reported that leakage of medication below the stopper , medication spill may occur due to defective rubber stopper and plunger. When did the incident occur? During use. No patient harm reported.